Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psych injury"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2009: not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Events: pain, abnormal bleeding, psych injury added. Event injury was updated to migration. Case became serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small fragment of what is probably a piece of the essure device within either the cervix or fornix of the vagina'), device expulsion (' device within the left side of the uterus/this does not extend into the left fallopian tube') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, contrast media allergy and pap smear. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device breakage, device expulsion, psychological trauma and vaginal discharge outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device breakage, device expulsion, genital haemorrhage, pelvic pain, psychological trauma and vaginal discharge to be related to essure (ess205). The reporter commented: patient reports that single essure was placed (unilaterally, unable to identify opposite ostia at the time of initial placement). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: impression: 1.bicornuate or septate uterus. 2.essure birth control device within the left side of the uterus. This does not extend into the left fallopian tube. 3. Small fragment of what is probably a piece of the essure. Device within either the cervix or fornix of the vagina 4. No further imaging is felt to be necessary. 5. Patent fallopian tubes.. Ultrasound pelvis - on an unknown date: pelvic ultrasound that demonstrated v-shaped metal devices in her uterus consistent with her essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received. New events added: device breakage, device expulsion. Reporters, concurrent conditions, lab data were added. Event migration updated to device expulsion. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('small fragment of what is probably a piece of the essure device within either the cervix or fornix of the vagina'), device expulsion ('device within the left side of the uterus/this does not extend into the left fallopian tube') and pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included vaginal discharge, contrast media allergy and pap smear. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (essure removal surgery). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the device breakage, device expulsion, psychological trauma and vaginal discharge outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device breakage, device expulsion, genital haemorrhage, pelvic pain, psychological trauma and vaginal discharge to be related to essure (ess205). The reporter commented: patient reports that single essure was placed (unilaterally, unable to identify opposite ostia at the time of initial placement) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: impression: 1.bicornuate or septate uterus 2.essure birth control device within the left side of the uterus. This does not extend into the left fallopian tube 3. Small fragment of what is probably a piece of the essure device within either the cervix or fornix of the vagina 4. No further imaging is felt to be necessary 5. Patent fallopian tubes.. Ultrasound pelvis - on an unknown date: pelvic ultrasound that demonstrated v-shaped metal devices in her uterus consistent with her essure devices.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.